Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 528 mg/dl and current blood glucose was 484 mg/dl. Customer did not experienced any symptoms related to high blood glucose. Customer feel ok to trouble shoot. Customer also stated that the insulin pump had unexpected restart and did not deliver insulin. Customer was able to clear the alarm and unable to rewind the insulin pump. The device will not be returned for analysis.